Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex esophageal ng distal release stent was implanted in the esophagus to treat a 5 cm malignant stricture caused by pulmonary cancer during an esophageal stenting procedure performed on (B)(6) 2015 reportedly, the patient's anatomy was not tortuous. During the procedure, the physician deployed an ultraflex esophageal ng distal release stent. The physician moved the stent about 1 cm towards the mouth because the flare of the stent was implanted into the adjacent area of the proximal end of the stricture. Immediately after implant, a little notch was observed on the stent in supine position. The physician completed the procedure with this device and decided to check condition of the stent 72 hours post procedure. After 72 hours, the patient underwent computed tomography (CT) scan which revealed that the mid-section of the stent was not fully expanded. On (B)(6) 2015, the patient still presented with dysphagia. Therefore, the physician checked the stent using an endoscope. In supine position, no stent notches were observed on the radiographic image; however, a 10 mm endoscope managed to pass through the extended stent. The physician also performed balloon dilatation to try to expand the stent. According to the physician, it is unknown if the stent failed to expand as a result of a stent malfunction or if it was caused by compression force caused by lymph-node metastasis in pulmonary cancer. It was reported that the patient had developed cerebral infarction, however, in the physician's assessment, it is not related to the placement of the ultraflex esophageal ng distal release stent. The ultraflex esophageal ng distal release stent was left implanted inside the patient. The patient's condition at the conclusion of the procedure was reported to be good.